Event description:
(B)(6) registry: it was reported that the patient experienced chest pain. In (B)(6) 2020, the subject presented with stable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery (lad) with 100% stenosis and was 16 mm long and a reference vessel diameter of 4.0 mm. The target lesion was treated with pre-dilatation and placement of a 4.00 mm x 20 mm synergy study stent. Post dilation was then performed with 10% residual stenosis. Five days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject was noted with the symptoms of chest pain. Medication was given to treat the patient and the event was recovered and resolved.